Event description:
Additional information was received from the manufacturer representative. It was reported that they didn¿t find out why the other lead didn¿t work. The cause of the high impedances was also unknown. It was noted that the patient only uses the left lead and their physician didn¿t want to replace the right lead since it was only a battery replacement due to normal end of service (eos). No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient was having their implantable neurostimulator (ins) replaced due to normal end of service (eos) battery status. During replacement surgery, the physician direct connected the leads to the new ins and both leads were showing over 10 ,000 ohms. The manufacturer representative stated that they viewed different reference electrodes. The physician then took the leads out, wiped them off, and reinserted them twice but got the same results. It was noted that the leads didn't appear damaged and there were no issues advancing the leads into the header block. The manufacturer representative also mentioned that when they first ran impedances with the clinician programmer 8840, it took the measurement rather quickly. At the beginning of the call, the manufacturer representative was testing the leads in the multi lead trialing cable (mltc) and the right lead was over 10,000 ohms, but the left lead was in range around 700-800 ohms. Stimulation was tested on the left lead and it was confirmed that the patient was feeling it. The physician connected the leads to a new ins again and performed an electrode impedance test at 3.0v. The right lead was still over 40,000 ohms but the left lead was good. Impedances were ¿out¿ on the right lead; the physician finished the replacement since the patient only uses the left lead. It was noted that the manufacturer representative was unable to check impedances prior to the case as the patient was using therapy with no issues. No patient symptoms were reported. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.